Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A customer reported receiving an unspecified low sensor scan when compared to a healthcare professional meter. The customer experienced a loss of consciousness and had contact with a healthcare professional who obtained a glucose reading of 22 mg/dl and unspecified treatment was provided. No further information was provided. The customer did not provide sensor readings at the time of the event, although low sensor readings were reported, it is unknown if the sensor indicated hypoglycemia at the time of the event. There was no report of death or permanent injury associated with this event.